Event description:
Patient's spouse called lfs alleging that patient's one touch profile meter was prompting clean test area. Senior medical affairs specialist mailed a letter since the patient could not be reached. Patient's spouse reported that pt had been unable to obtain a reading due to the meter message. Once the emergency medical technician had arrived a reading of 60 mg/dl was obtained on their meter. Patient was treated with orange juice and transported to the e.r. At the e.r. A reading of 169 mg/dl was obtained. Patient was treated with IV as a result of the e.r. Reading. There was no information regarding patient's symptoms during the time of concern. No other clinical info is available. The customer service rep discovered that the patient had been cleaning the meter with water and windex. Patient's spouse was walked through proper cleaning and retesting and the meter functioned properly. Although the troubleshooting resolved the issue, the clean test area message could have been a result of use error. The patient suffered a serious injury since they were unable to obtain a blood glucose reading.